Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a low battery alert. During the troubleshooting, she experienced a failed battery test alarm failed battery test alarm. Customer's blood glucose was unknown. During troubleshooting for failed battery test, it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube, however pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test,displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test, bad battery alarm, low battery alarm or battery icon anomaly noted. Pump had cracked case at display window corner,cracked belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.